Manufacturer narrative:
H3: the device was received for evaluation. Visual inspection identified no physical damage or discrepancies. Event history log review showed repeated ¿air in line¿ alarm messages. Functional testing was performed, and the reported issue was confirmed, with the device continuously detecting air in line. Investigation determined the cause to be a defective air sensor. The air sensor was replaced to fix the issue.

Event description:
The device was returned as it was stated that there was an air in line message even though device well primed. The results of the investigation confirmed that the air detector was defective. There was no patient involvement.